Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to a laparoscopic rectum resection procedure. The handle indicator, adapter indicator, and cartridge indicator were illuminated green and the status indicators were not illuminated blue. The surgeon tried to fire the device, however, could not. Replaced by a new reload and the firing was completed.